Event description:
A pain management doctor implanted a spinal neurostimulator in my back. He had no regards to the fact that I have an immune deficiency. I was worried about infection from the start, but he said he'd treat me with antibiotics. From (B)(6) 2014 he kept me with a serious infection, kept draining it and even once put a drain tube in. I had a total of five surgeries from him. Finally on (B)(6) 2014, he removed the device and left me with an open hole in my back. He sent me to a wound care clinic to have it packed and possibly hook a wound vac to it. I had to have a home health nurse come to my house to care for it. Then the doctor and the wound care facility sent me to a surgeon. The surgeon was able to close the hole with no further infection. So I had a total of six surgeries because he didn't heed the red flag of my immune deficiency. Now I have more pain than I did before. Not to mention the emotional distress of waking up during two of the surgeries before he was finished, and feeling everything he was doing to me.